Event description:
A device report from oberdorf indicates a hospital in (B)(6) reported: during a procedure patient implanted with sternal zipfix on unknown date. It was reported the two zipfix would not hold. Zipfix was not left in the patient, explant date unknown. Procedure was finished by using wires to close the patient. This is 1 of 2 reports for this complaint.

Manufacturer narrative:
Investigation coordinated by synthes europe. Visual inspections noted visible deformations at the teeth of the implant. Report received indicates the needle of the first device was not cut accordantly to the system technique guide. The placement of the application tool to the device while tensioning, was not to the system technique guide instructions and prevented the user from completing the tensioning of the device. The use of forceps instrument at some point of application along the device body damaged the device severely. The locking feature within the locking head is over bent, so that no locking engagement of the closed device is possible. The locking feature on the second device is over bent, so that no locking engagement of the closed device is possible. The root cause for this plastic deformation on each device can not be clearly determined. The relevant dimensions can no longer be verified due to the deformations.

Manufacturer narrative:
Device used as treatment. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.